Event description:
It was reported by the rep the device was used during a coronary artery bypass graft. It was reported by the or staff it was the surgeon's opinion the vt100 failed thus causing the pt to exanguinate. The rep will follow up with additional info. 06/22/1998 it was reported to the rep as the pt was being wheeled from the or room the pt coded. They had to immediately reopen the pt and found a small hole on one of the jumps, next to a branch that had been clipped with the vt100. The surgeon felt the clip had evulsed the branch. The hole was repaired with suture. An unknown amount of blood product was given. It is reported when the vein is harvested, that the clips are left on and are not removed. The pt returned to the or for a third time later that night for an unknown reason. There is no other info available at this time.